Event description:
In 2007, the lay-user/patient contacted lifescan alleging that her one touch ultra meter was not allowing a blood glucose test to start and would just flash the "apply sample" symbol. The patient had the reported meter for a little less than a year and was testing her blood glucose once a day. Her normal blood glucose levels are around 150-210 mg/dl. She takes "glucophage" and "glipizide" daily (unknown dosages). The patient stated that she had run out of her "glucophage" and "glipizide" medications about 3 months ago. The patient did not refill the prescription for the medications since she was feeling fine during the time and also was busy moving from california to oregon and then back to california. Although she had run out of the medications, the patient continued to manage her diabetes by checking her blood glucose levels and watching her diet. A "few weeks ago," the reported meter issue started and she was unable to test her blood glucose during that time. A week earlier, the patient developed symptoms of a headache and feeling light-headed, vertigo, "tingling-hands." Due to the symptoms, the patient visited an emergency room (ER) where her blood glucose was checked on an unidentified device. The ER obtained a blood glucose result of "252 mg/dl" which the patient mentioned is high for her. The patient's "glucophage" prescription was refilled. She was not given any treatment in the ER. The patient was monitored for an unspecified time in the ER since her blood pressure was also "high." The patient has hypertension. The patient stated that if she had been able to test herself and known her blood glucose was getting high, she would have watched her diet and possibly visited the ER sooner. According to the customer care advocate (cca), the patient was not using a correct technique for applying her blood to the test strips. The reported issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged she was unable to test her blood glucose for a "few weeks" and developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.